Event description:
A healthcare professional reported that a glidewell ht driver broke as they were removing a stuck abutment (concomitant) from an implant. Per the report they were able to remove the abutment from the implant and the implant was not damaged and remained in the patient's mouth. It was reported that the healthcare provider did not observe any patient symptoms or permanent injury nor were any additional procedures performed.

Manufacturer narrative:
The complaint device has been shipped back for analysis. Upon receiving the device an investigation will be conducted. At the completion of the investigation a supplemental report will be submitted with the analysis conclusion. Complaint history and product history records were reviewed; documentation indicates the product met release criteria. The probable root cause of the event has not yet been identified. Manufacturer internal reference number: (B)(4). Related to manufacturer report number: 3011649314-2025-00160.

Manufacturer narrative:
Device evaluation has been completed; following is the device analysis conclusion: DHR results: the DHR was reviewed for lot#6221633 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: there is stock product from lot#6221633 available for review. Investigation methods/results: gave product to qe for evaluation and results. Root cause description: a root cause for this complaint cannot be explicitly determined. Probable root cause is the over-torquing of the driver during the implant placement which may have caused a fracture. Additionally, it is unclear the methods of implant placement used during the procedure and the insertion torque value. IFU 012631 rev 1 (glidewell ht implant system IFU) contains the following statement in the implant placement section: step 2: initial placement - engage the implant connection with the appropriate driver. With the implant securely attached to the driver, squeeze the opposing end of the holder to disengage the implant from the holder. Transport the implant to the prepared site and insert into the osteotomy. Rotate clockwise with applied pressure to engage the self-tapping grooves. Avoid lateral forces, which can affect the angulation and final alignment of the implant. Step 3: advancement and final seating - continue threading the implant into the osteotomy site using the preferred placement method. A minimum torque value of 35 ncm upon final seating indicates good primary stability. IFU 012631 rev 1 (glidewell ht implant system IFU) contains the following statement in the methods of implant placement section: option 1: handpiece implant placement - place the appropriate implant driver into the handpiece. Seat the driver into the internal hex connection of the implant and press firmly to fully engage the connection. Thread the implant into the osteotomy at approximately 25 rpm until fully seated. Option 2: manual implant placement - assemble the adjustable torque wrench with the surgical adaptor and appropriate implant driver. With the implant threaded securely in its site, seat the driver into the internal hex connection of the implant, and press firmly to fully engage the connection. Turn the wrench clockwise in increments of approximately 90 degrees. Avoid lateral forces, which can affect final alignment of the implant. Manufacturer internal reference number: (B)(4). Related to manufacturer report number: 3011649314-2025-00160.